Event description:
It was reported that the device did not alarm when leak occurred. No patient affectation reported.

Manufacturer narrative:
Smith and nephew has now concluded the investigation for this complaint. The device intended for use in treatment, was not returned for evaluation. Without this assessment we are unable to establish a relationship between the reported complaint and the device. A root cause cannot be determined with confidence. The manufacturing records have been reviewed and there were no issues at the point of release that could have caused or contributed to the reported event. A review of the complaint history for the preceding four years found other instances of this reported issue, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and we always set them to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Should additional information, or the device, be received this complaint will be reopened and reevaluated.